Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had no image on screen (error code e315-scope error). The issue occurred during preparation for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The following fields were updated: d4 primary UDI number, d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e315(scope error unsupported scope) occurred. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.